Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible occasional undersensed ventricular beats were noted on the stored electrograms (egm). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.